Manufacturer narrative:
This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the right ventricular (rv) lead had dislodged shortly after implant. It is believed that this was related to twiddler's syndrome. Subsequently the patient underwent a revision procedure, and this product was explanted and successfully replaced. Outside of the revision procedure, no additional adverse patient effects were reported.